Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to fluid ingress on the digital board, analog board, and pace/defib engine board. The boards were replaced to resolve the report. It was not determined how the fluid ingress occurred. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.